Manufacturer narrative:
Device not accessible for testing: the customer communicated that the nursing staff called at night while there was no biomed at the hospital, and the reported issue was resolved without patient incident. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had timing issues, the iabp was swapped out with another unit, and no patient harm, serious injury or adverse event was reported.